Event description:
It was reported that the customer had a low blood glucose level. Customer also had a calibration error and blood at site. Customer did not confirm if he was low and did eat something. Customer removed the sensor. Customer had to change it out because it drew blood into the sensor. Customer stated that the sensor was drawing blood into the sensor. Customer is on the last sensor. Customer goes low once a day and was advised to speak to their health care professional. Customer had differences between sensor glucose and blood glucose readings. Customer also had a bent cannula and 3-4 weeks ago, the customer's blood glucose level was between 300-400 mg/dl all night. Customer's blood glucose level finally came down and they had flu-like symptoms. Customer also had blood in the tubing. Customer was not admitted as an inpatient for medical treatment. Pump passed displacement test. Customer was advised to monitor sensor glucose performance. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.